Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via call that the customer had low blood glucose level of 52 mg/dl. Customer was treated with glucose tablet. Customer was using auto mode. Customer stated that the insulin pump was over delivering because customer had high blood glucose level from last 10 days. The insulin pump will and reservoir will not be returned for analysis.